Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had low battery. The field service engineer (fse) confirmed that hospital engineering had disconnected power to the devices while performing electrical work. Once power was restored, all stations powered up normally and resumed communication. No further issues were observed. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, ops_pas 5 and ops_pas 3 were displayed on the health sight viewer dashboard as devices not communicating. Rn staff reported that a low-battery sensor light had been flashing on both devices. The ops_pas 5 device screen had gone black but was able to turn back on after the plug was unplugged and reconnected to the outlet. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.